Manufacturer narrative:
Lead model 3886 lot # l92453 implant (B)(6) 2001 extension model 3095-10 serial # (B)(4) implant (B)(6) 2001.

Event description:
It was reported that the patient has experienced frequent urinary tract infections since the device was implanted. The patient was treated with antibiotics, "but the infection returns." The patient also experienced a pain or pulling sensation in their lower back starting one month prior to report. The patient also reported dizziness. The patient also reported they "no longer feel the vibrations" from their device. The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.